Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-2 did not deploy. All devices removed from the patient. A backup was available to complete the procedure. A short delay of less than 30 minutes was reported. No patient impact was reported in association with this event.

Manufacturer narrative:
Two ultra fast-fix ab assembly rec curve (B)(4) devices received. There is no part number identification or serialization for these devices. The same evaluation will apply to both devices, both complaints. The devices are in extremely good condition. Aside from the inner pouches being opened, the depth limiters and blue limiter sheaths having been removed, the devices appear to be unused. The suture has been slightly loosened likely during removal of the depth limiters. Both t¿s are in place within the delivery needle of both devices. Functional evaluation resulted with the proper manual advancement of t1 and t2 respectively. This style device does not deploy as it requires manual actuation for each t. With a slight tug of the suture, each t released from the needle easily. This is representative of pulling the device back through the meniscus. The listed complaint of ¿did not deploy¿ cannot be supported. No further investigation is warranted. Device evaluated by the manufacturer. (B)(4).